Event description:
The reporter called regarding stericycle sharp container (04 gallon). The reporter stated, "the customer alleges the lead of sharp container does not fasten, the needle came out of the container and penetrated employees leg."